Event description:
The complainant reported a 54 year old male patient presenting with acute myocardial infarction and cardiogenic shock for impella support. During support, the patient had hemolytic urine. After removing the impella, the symptoms improved.

Manufacturer narrative:
The impella device was not returned from the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.